Manufacturer narrative:
The IV pole socket is plugged with a plastic piece if no IV pole is installed, it is clear that the plug was either removed or fell out and not replaced. The account has a plug on order and will install it themselves.

Event description:
An account called and reported that a patient received a cut on their leg requiring stitches. The patient was climbing into the stretcher when they scraped their leg against an exposed IV pole socket.